Manufacturer narrative:
(B)(4).

Event description:
Covidien received information starting that due to a malfunction of an 840 ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the device.